Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73h1800641 was manufactured on 08/22/2018 a total of (B)(4) pieces. Lot was released on 09/01/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position in the channel. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. Several more attempts were made, but no clips fired. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no more clips were remaining in the device, the broken ratchet could prevent clips from firing properly. It could not be determined what exactly caused the ratchet ears to break. CAPA (B)(4) has been previously opened to further investigate loading and feeding issues. Reference file anp(B)(4) for investigation photos. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. It was found that the ratchet ears were broken. Although no more clips were remaining in the device, the broken ratchet could prevent clips from firing properly. Therefore, the reported defect was confirmed but it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Event description:
It was reported that (B)(6)2019 , in biliary pancreatic surgery of doctor complained that the fifth clip was found stuck and loose so the hol could not be closed properly.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2019, in biliary pancreatic surgery of doctor complained that the fifth clip was found stuck and loose so the hol could not be closed properly.